Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional touchscreen) has been confirmed. Upon investigation the monitor was displaying a service code 203 (pulse test fault). The cause for the failure was isolated to a defective u104 pxa processor and a defective u200 component on the computer/analog board. The root cause for the defective u104 pxa processor and u200 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the touchscreen was non-functional.